Manufacturer narrative:
Update d1, d4 and h4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during the embolization procedure for an external carotid artery avm, after the 8f guiding catheter reached the opening of the external carotid artery, the chikai10 guidewire was used to guide it into the apollo microcatheter (model: 105-5095-000, lot: b798476). Both the microcatheter and guidewire were thoroughly hydrated, and the process was smooth. The microcatheter was advanced via the external carotid artery approach into the malformation nidus. After flushing the microcatheter lumen with normal saline, dmso was injected, followed by onyx glue (model: 105-7000-060, lot: b809303). The injection was performed at a steady rate, and no resistance or catheter blockage was observed. The onyx glue dispersed well. However, during continued injection, onyx glue was found to be leaking from a point approximately 5 cm proximal to the detachment site. The operation was then stopped and the microcatheter was removed. Catheter leak was in the middle section. The catheter was inspected or tested prior to use. The leak was observed during use. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for external carotid artery arteriovenous malformation (avm) embolization. It was noted the patie nt's vessel tortuosity was moderate. Access vessel was the right femoral artery with a 7mm diameter. Additional information received reported due to the apollo leak, onyx was injected unintentionally in the pretemporal region. As previously noted, the patient had not associated symptoms or other complications. The cause of the catheter leak was not determined. The catheter was removed and the surgery was ended.